Event description:
It was reported that during an cl procedure, after using the tristar wand for 1 minute, it was found that the metal electrode ball felt off. The ball was not found when looking for it in surgical field of vision and suction equipment. Using x-ray, no metal foreign body was found in the incision. This event caused the operation time to be extended and increased the cos of bedside fluoroscopy. It was not reported if a smith & nephew device was available. It is unknown if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the wand, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Risk management documents review found no additional risks that require to be added to the reference document. Review of the product instruction of use found adequate warnings and precautions to prevent damage to the device during use. The device passed cytotoxicity testing and is considered non-toxic. With the information provided the impact to the patient cannot be concluded. Additionally, the patient impact cannot be determined due the retained electrode. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Visual inspection shows minimum electrode erosion. One detached electrode and the ball wire is missing. The electrode screen is bent. The wand was connected to a compatible controller and performed as intended. The suction line performed as intended. The complaint was verified. A root cause cannot be determined with confidence. Factors that could have contributed to the event include: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an cl procedure, after using the tristar wand for 1 minute, it was found that the metal electrode ball felt off. The ball was not found when looking for it in surgical field of vision and suction equipment. Using x-ray, no metal foreign body was found in the incision. This event caused the operation time to be extended and increased the cost of bedside fluoroscopy. The procedure was successfully completed with a delay of more than 1 hour and using the same faulty device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.